Event description:
It was reported that the colonovideoscope had a scope connection error during a diagnostic colonoscopy, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed in addition, the investigation identified foreign material on the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event is detectable and preventable by handling the device in accordance with the following instructions for use: "instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.